Event description:
The patient presented with a left iliac artery occlusion, left renal artery stenosis and severe disease of the proximal profunda femoris, sfa, and the common femoral artery. The patient underwent an angioplasty and stenting to the left renal artery stenosis using a 6x15 non gore stent. A gore viabahn endoprosthesis was deployed into the right proximal common iliac artery extending into the distal abdominal aorta. Reportedly, the device deployment line broke after the proximal half of the device deployed. Attempts retrieve the end of the deployment line and complete deployment were unsuccessful. An additional attempt to retrieve the device resulted in the destruction of the right common iliac artery, as well as the right internal iliac artery. The right proximal common iliac and distal abdominal aorta still showed some extravasation. The vessels were successfully coiled with multiple nester coils. The left common femoral artery and proximal left common iliac artery were successfully treated with two viabahn devices. The patient later developed renal failure and required a bilateral below the knee fasciotomy. The physician felt the renal failure might have been due prolonged ischemia.

Manufacturer narrative:
A device evaluation is anticipated pending the return of the device. A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications. Conclusion - the investigation is in process pending the receipt and analysis of the device.